Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment issue on (B)(6) 2026. The infusion set detached and leaked at the insertion site. The blood glucose level was 275 mg/dl. The patient replaced infusion sets and resumed insulin successfully. No further information available.